Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. It was found that the internal battery would only last for 9 minutes. The internal battery was replaced to correct the reported issue.

Event description:
It was reported by the customer that the battery life of the internal battery was short. There was no report of any patient involvement or patient harm associated with this complaint.